Event description:
It was reported that "touchscreen is unresponsive and patient has to repeat actions". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.